Manufacturer narrative:
The reported observation of ¿charging difficulty¿ was not confirmed during electrical analysis. The ipg logs do suggest an inability to charge the device during the implant duration. There was no specific complaint concerning the devices performance or ability to provide therapy. After explanting the device, the rep confirmed normal charging between the patient charging system and the eterna serial#19560512. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed. R&d ran the charge zone test at a depth of 25mm with a known good charger and the ipg passed.

Event description:
Additional information indicates that surgical intervention was taken place on (B)(6) 2023 where the ipg was replaced to address the issue.

Event description:
It was reported that the patient ipg was unable to connect to the ipg charger. Multiple troubleshooting was done by rep charger was placed in an out of the belt, with the patient wearing a shirt, multiple shirts and without a shirt on. Further troubleshooting was done with technical support on (B)(6)2023 where the distance between the charger and ipg was increased. A washcloth was placed between the charger and the ipg site. The patient placed the charger over the washcloth and the ipg site and waited a few seconds to see if charging began. No beeping emitted from the charger. The washcloth was then folded twice, and the process repeated. The charger never emitted any beeping. The charger was then placed on to the patient's skin without any movement, the ipg started to charge but then stopped. The patient reported they had a spinal fusion from l4 to s1 and an si fusion in their left hip. The ipg was implanted near the right hip. The patient reported the ipg had 38% battery and showed 2 weeks remaining. On (B)(6) patient reported that the ipg battery is completely dead. As a result, surgical intervention will be taken to replace the ipg.

Manufacturer narrative:
The date of event is estimated.